Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button up periodically unresponsive when patient make and accept the bolus doses. The customer's blood glucose was 9.8 mmol/l. It was stated that button up periodically work incorrect, when patient press button up for one time, on insulin pump screen shows the double dose. Button up stuck periodically. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up button dome switch. No unlocked j2 or lcd keypad connector noted.